Event description:
It was reported that patient underwent an orif hip procedure on (B)(6) 2015. During the procedure, the screw fractured during placement at head. It was reported that the fracture was due to the surgeon doctor over-torquing the screw. The fractured screw was left inside of the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Remains implanted.